Manufacturer narrative:
At this time, the device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion (pbd). A new pulse generator was implanted at the procedure. No adverse patient effects were reported.